Manufacturer narrative:
The customer reported issue of the autopulse displayed user advisory (ua) 12 (lifeband not present) error message was confirmed through review of the archive and during the initial functional testing. During functional testing, the lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in (ua) 12 as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and operated as intended without any further issue fault or error. Unable to verify customer reported issue of pixelated lcd screen during visual inspection. Lcd backlight is functional, not flickering and without missing pixels or lines. Customer complaint for fluid ingress was confirmed. In addition, front cover was observed damaged and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Following service including replacement of the front cover and clutch plate deburring, a run-in test was performed using the 95% patient large resuscitations test fixture (lrtf) fixture for several hours without any fault. The archive data was reviewed and contained multiple (ua) 12 error messages, thus confirming the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform was exposed to the bodily fluids and require the bio-cleaning. In addition, the platform's screen was observed pixelated. Customer turned the platform on prior to packing and the screen displayed a user advisory (ua) 12 (lifeband not present) error message. Zoll technical support observed that the platform displayed the (ua) 12 error message upon powering on the platform without the lifeband being inserted, which the platform is functioning as intended. No patient involvement was reported.